Event description:
Patient previously had a heartmate ii left ventricular assist device (lvad) implanted at an outside facility. The patient was admitted with rising lactate dehydrogenase (ldh) of 808, which is a concern for pump thrombosis. Computed tomography angiography (cta) confirmed the thrombus. She was placed on IV anticoagulation, however, ultimately required an lvad pump exchange a few days later for pump thrombosis.